Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the pipeline was not placed in a bend when it failed to open. The physician had attempted to twist the wire to the left and right to open the braid, but the braid still could not be expanded. The patient's vessel tortuosity was normal.

Manufacturer narrative:
The pipeline flex embolization device and marksman catheter were returned for analysis. The pipeline flex embolization device was returned within the marksman catheter. The pipeline flex pusher was found protruding from within the marksman hub for ~60.3cm. No damage was found with the marksman catheter hub. No bends or kinks were found with the marksman catheter body. No damage was found with the marksman distal marker/tip. The pipeline flex tip coil was found protruding out from within the marksman distal tip. The marksman catheter total length was measured to be ~144.2cm and the useable length was measured to be ~136.7cm which is within specification (specification: 135.0cm ± 3cm). The pipeline flex pusher was pulled out from within the marksman catheter without issue. No bends or kinks were found with the pipeline flex pusher. The pipeline flex pusher was found detached at the distal hypotube weld (solder joint). The distal pipeline flex pusher (proximal bumper, resheathing pad/marker, ptfe sleeves, distal marker, and tip coil) was removed (cut out) from within the marksman catheter distal segment. The resheathing pad/marker were found in good condition. The pi peline flex braid ends were found fully open and in good condition. The ptfe sleeves and tip coil were found to be in good condition. The detached pusher was sent out for sem (scanning electron micrographic) / eds (energy dispersive spectroscopy) elemental analysis. The elemental analysis of the detached pushwire end shows the presence of tin (sn). No other anomalies were observed. Based on the device analysis and reported information, the customer¿s report of ¿failure/incomplete open¿ could not be confirmed, as the device has been fully deployed and re-sheathed. Possible causes for failure to open are patient vessel tortuosity, damaged braid, braid improperly sized to an atomy, braid was overstretched during delivery, user deploys braid in vessel bend, presence of other indwelling endovascular stents, or inappropriate anatomy. The patient¿s vessel tortuosity was ¿normal¿, and it was reported the braid was not deployed in a vessel bent. Therefore, the root cause could not be determined. No defect was found with the returned marksman catheter that would have contributed to the event. Regarding the solder joint separation issue, the investigation determined that this event is similar to events that had already been investigated, and another investigation is not necessary. Separation can occur due to excessive force or inadequate solder/tinning. As the analysis showed presence of soldering material (tin); thereby indicating that the soldering was conducted. A review of the manufacturing process did not uncover any deficiencies with regard to the soldering process. Proper soldering technique and surface preparation (tinning) were well defined and documented appropriately in the associated manufacturing procedures. The proof load of 2.5n performed on 100% of the devices (section starting with hypotube solder to distal pad solder joint). There was no non-conformance to specification that lead to the resistance and detachment issues. Further more, the review of lot history records shows that the finished device has met all manufacturing requirements and specifications during final assembly and quality inspection. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient undergoing sur gery for treatment of an unruptured ica aneurysm with a max diameter of 6mm and a neck diameter of 5mm. It was reported that the pipeline twisted in the middle section during procedure and was unable to open. The devices were prepared per the IFU. As a result the devices were replaced. There was no patient harm. The patient was given dual antiplatelet treatment, and a pru level of 200 was seen. Post procedure angiographic results were good.